Event description:
Event description boston scientific received information that the patient with this pacemaker underwent a procedure to drain fluid from her lungs. During the procedure, electromagnetic interference from the fluid draining device caused oversensing and inhibition of pacing. There were no adverse patient effects and once the patient was removed from the device, her pacemaker paced and sensed normally.